Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Contacted technical support determined to replace the pump, while the customer will use multiple daily injections as a backup therapy. The customer was informed of the replacement process, understood the necessary steps, and was provided with storage instructions for the faulty pump to be returned.